Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the solution did not come out properly from an ophthalmic cannula and there was a leaking observed inside during cataract surgery. The surgery was completed on the same day with the alternative product. The details of patient impact was not reported.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. Three opened, cannulas, in bags were received for the report of ovd did not come out properly, leaking inside. Samples were visually inspected and found to be nonconforming. Foreign material was observed in the ID of the tip of all three samples. Functional occlusion flow check and water flow test could not be performed due to occlusion within the ID of tips. The samples were then sent for particle analysis. The particle analysis found the foreign material to most closely match viscoat. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The reported issue of the cannula was clogged is confirmed. The particle analysis found the foreign material to most closely match viscoat. Viscoat is not a material that is used in the cannula manufacturing process. How and when the viscoat got in the inner diameter of the cannulas cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is viscoat got into the cannulas during surgery and dried. The exact root cause of leakage could not be determined from the investigation performed as the dried foreign material was occluding the ID of the cannulas and functional testing could not be performed. A root cause cannot be determined for the complaint as described by the customer. Functional leakage testing could not be performed and the exact root cause for the occlusion is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: 2024-67397